Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It is reported, needle broken inside patient. Description: while injecting local, the hypo needle broke off inside the patient near the anal area. Hypo needle extracted by surgeon and sent to proper management. X-ray taken per policy. Additional information: could you please confirm whether this issue occurred twice with the same patient, or if it involved two different patients? Just one patient. Additionally, there are two batch numbers listed can you verify whether these correspond to potential lot numbers 3292640, 3284003? Both correspond to the investigation due to we as cah produced a total of 294 kits, however it was not possible to be determined the batch impacted.

Manufacturer narrative:
(E) FDA notified? Yes. Additional information: (h) added report number. Investigation results: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Event description:
No additional information.